Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 15.5 ml and erv: 8.8 ml. The patient felt the pump was not helping. It was unknown when this began. (B)(6) who would fill the patient¿s pump previously had mentioned to the patient that they were getting back more than expected. A dye study was planned. The pump was used to infuse bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.